Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that unit is not heating. A device was returned to a third-party service center. During the evaluation of the device, they found out that the heater plate with electrical damage. In addition, they observed scratched ui bezel plus and blower box with contamination. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.